Manufacturer narrative:
Model number/catalog number 72400167 serial number n/a batch/lot number 672560001 model/catalog description belt cuff fgs 7.5 cm unique identifier (UDI) # (B)(4). Model number/catalog number 72400098 serial number n/a batch/lot number 865969009 model/catalog description control pump fgs unique identifier (UDI) # (B)(4). Upon receipt at our quality assurance laboratory, the balloon of this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had tool mark on the shell. No leaks were found in the balloon. Balloon did not pass the functional test, with an output pressure reading above its specification. Based on the information available, and analysis results, the reason for the fluid leak is unable to be confirmed. Additionally, the reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence, fluid leak and mechanical issue are defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During the evaluation of the device, leak in the balloon was noted; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, the balloon of this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had tool mark on the shell. No leaks were found in the balloon. Balloon did not pass the functional test, with an output pressure reading above its specification. Based on the information available, and analysis results, the reason for the fluid leak is unable to be confirmed. Additionally, the reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During the evaluation of the device, leak in the balloon was noted; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During the evaluation of the device, leak in the balloon was noted; therefore, the aus was removed and replaced. No additional patient complications were reported.